Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an error 812:02 in channel c repeatedly, cannot clear the error was confirmed and reproduced during product evaluation. The assignable cause of the reported problem was a defective pump head module on channel c. The pump head module on channel c was replaced in order to correct this condition. This is involving a pump with software version 5.09.92 which is categorized as a colleague p1.5.

Event description:
The facility representative reported a colleague infusion pump with failure code 812:02 repeatedly on channel c. It is unknown when, or in which care area, this event occurred. This condition has the potential to cause an interruption of delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.